Event description:
It was reported following a heart catheterization, an angio-seal was used. Six days later, the patient experienced an allergic reaction. The patient experienced a rash with itching from the neck down to the knees. The patient called the cardiologist on call and the patient was told to take benadryl and stop taking the atenolol that she had just started taking. The cardiologist was also concerned that the contrast may have caused the reaction. The patient was seeing her physician today.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the allergic reaction remains unknown. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer.) These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms. A search of the angio-seal database revealed no training record for the physician. The angio-seal instructions for use (IFU) caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g. Participation in an angio-seal physician instruction program or equivalent.